Manufacturer narrative:
(B)(4). Approximate age of device-7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital for possible pump thrombosis. The patient presented with nausea, and the lvad system was producing elevated power readings. Upon admission the patient¿s lactate dehydrogenase (ldh) was 814 u/l and 740 u/l the following day, with a baseline of 310 u/l. An echocardiogram was performed, and the lvad speed was increased. The manufacturer¿s technical services representative reviewed the submitted log file, during the analysis of the log, intermittent power and flow estimation elevations were observed throughout the log. It appeared that at the end of the log, power and flow estimation returned to baseline. There were no unusual events seen within the log file, and the pump appeared to be functioning within set pump parameters as intended. The log file showed no indication of thrombus being present within the motor chamber; however that does not mean that thrombus was not present in the circulatory loop. Additional information was requested, but was not provided.

Manufacturer narrative:
Analysis of the submitted system controller log files confirmed elevations in power and frequent pi events; however, a direct correlation between the left ventricular assist system (lvas) and the reported events (elevated lactate dehydrogenase (ldh), suspected gastrointestinal (gi) bleeding and suspected pump thrombosis) could not conclusively be established through this evaluation. Four log files were submitted for review. Transient power elevations over 9 w were confirmed in each of the first three log files, reaching a maximum of 11.3 w on (B)(6) 2017 at 04:44:21. Power ranged from 5.0-7.5 w in the fourth log file. Frequent pi events were also confirmed in the majority of the log files ¿ 156 in the second file, 208 in the third file, and 229 in the fourth file. No atypical alarms were captured in any of the files and the pump speed remained above the low speed limit for all captured events after (B)(6)2017. Thrombus , hemolysis and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
On (B)(6) 2017, it was reported that the patient presented with elevated lactate dehydrogenase (ldh). The patient has a history of therapeutic inr and was put on integrillin as inpatient. It was reported that the patient was previously on an efficient home regime of aspirin and coumadin. There have been no reported power spikes or trends noted in their system controller history. The manufacturer¿s technical services representative reviewed the submitted log file, during the analysis of the log, multiple transient power elevations along with a few unsustained power/flow elevations. The log file shows power / flow trending upward with pulsatility index (pi) trending downward. The pump speed recordings below the set speed are all associated with pi events which is normal. The event history is normal. The power cable disconnects appear routine.